Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming product inspection the package was found with the seal peeled off. There were no adverse events reported as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.